Manufacturer narrative:
The device evaluation also found a leak in the biopsy channel. The angulation system was out of specification due to wear, and the electrical safety test was out of specification. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during maintenance of the evis lucera gastrointestinal videoscope, a hole was found at the distal tip. The device was sent to the olympus service center for evaluation. The device inspection did not confirm the reported hole at the distal end; however, the inspection found foreign material protruding from the air/water nozzle. The material appeared to be a white fibrous material. This report is being submitted for the reportable malfunction (foreign material) found during the evaluation of the device. There was no report of patient or user harm due to the event, as the issue was found during service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: brush was broken during brushing the a/w (air/water) valve, then bristle entered a/w channel and clogged in the nozzle. Lint entered a/w channel and clogged in nozzle due to use of gauze or the like that produces lint in reprocessing. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system, inspection of the air-feeding function, inspection of the objective lens cleaning function". Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU. "Reprocessing manual: preparing the equipment for reprocessing: all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. Manually cleaning the endoscope and accessories_ clean the external surfaces while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. Single use combination cleaning brush (bw-412t): caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged. Check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. Check the bristles of the channel cleaning brush and the channel-opening cleaning brush parts for any damage manually cleaning the endoscope and accessories_ brush the channels: the single use combination cleaning brush (bw-412t) is for single use. Repeated usage of this brush may cause the brush head to become bent or kinked, which could cause it to come off during use." Olympus will continue to monitor field performance for this device.